Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on 05/08/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Mdu failed functional testing with hand piece sensor error when engaged. Cause of error is a damaged hall board. Incomplete potting on hall board resulted in corrosion on surface and components of hall board. Product was shipped to customer as a service replacement on (B)(6) 2014. After the evaluation the root cause for the reported issue was determined to be electrical component failure. (B)(4).

Event description:
Before an unknown procedure it was reported that when this device was plugged into the box it started to short circuit and a burn smell was evident. The unit started to alarm. The surgeon changed the hand piece and plugged into this unit and the same things started to happen but plug was pulled out before it started to short circuit. There was no reported patient injury.